Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Implant date: (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain at the paddle lead site. The patient underwent a lead explant procedure. The explanted paddle lead was not returned. No further information has been obtained despite good faith efforts.